Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was having problems with their stimulator and they had kidney infections. They were going to follow-up with their healthcare professional (hcp). The kidney infections began 4-5 months prior to the report and it was unknown when the problems with the stimulator began. There were no further complications reported or anticipated.